Manufacturer narrative:
Weight, ethnicity, race - unk. Date of event - unk. Model #, serial #, expiration date, catalog #, lot #, other #, UDI # : unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: - unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -13.0 into the patient's right eye (od) on (B)(6) 2021. The surgeon reports low vault. Reportedly, the surgeon does not plan to see the patient again for one year.